Manufacturer narrative:
(B)(4): (method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to the FDA.

Event description:
A patient was examined head first spine with the neck coil, with the lower part of the sense body/spine xl coil below the patient. The sense body/spine xl coil was not connected to the system nor connected with the upper part. The patient felt a heat sensation on the posterior of the left arm some centimeters above the elbow. Later a blister of approximately 2 cm in diameter was observed in that area.